Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 7.0mm. Customer complaining: "the user was not able to inflate / deflate the cuff smoothly. It was found at cuff check before use."

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove the product whose cuff had failed to deflate. (B)(4).